Event description:
The hospital biomedical engineer reported the device alarmed vent inop upon startup and review of the device diagnostic log history indicated a 24/+-12v power fail occurrence. The customer reported the device was not in use on a patient, therefore, there was no patient involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit would only power on in diagnostic mode. Pse advised the customer to document the diagnostic log and call back for review and further assistance. The biomedical engineer has not provided any further information or follow-up despite multiple attempts to obtain further information.

Manufacturer narrative:
Out of warranty; no request for manufacturers service. Results: no results obtained from customer.